Manufacturer narrative:
The customer reported lower than expected vitros ammonia (amon) results for a single patient sample using vitros amon slides lot 1020-0260-1703 processed on a vitros 4600 chemistry system. The assignable cause of this event is user error due to inappropriate dilutions of a sample. The customer erroneously diluted a sample that had previously yielded a result which was within the analyzer measuring (reportable) range. Because the initial result for the sample was within the analyzer measuring range of 8.7 ¿ 500.0 umol/l for vitros amon, it was not appropriate for the customer to dilute the sample. The vitros amon reagent and vitros 4600 system did not malfunction. Email address for contact office is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ammonia (amon) results for a single patient sample using vitros amon slides lot 1020-0260-1703 processed on a vitros 4600 chemistry system. Patient sample vitros amon results of 169.8 and 96.3 umol/l versus an expected result of 233.5 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros amon results were not reported out of the laboratory as the vitros amon assay was being implemented at the site at the time of event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).